Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During service, technician found that the coupling and the locking device were defective.

Event description:
Device was returned for service. During service, technician found motor exhibits ambient noise and low performance.